Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.  Clinical investigation: a probable temporal relationship exists between ccpd therapy utilizing the liberty cycler set and the serious adverse events of peritonitis, characterized by abdominal pain and cloudy peritoneal effluent fluid, which warranted hospitalization and antibiotic therapy. The pdrn attributed causality to an unspecified touch contamination event. Per the pdrn, the events were unrelated to any fresenius product(s) and/or device(s) malfunction or deficiency. It is well established those individuals undergoing pd therapy are at high risk for infections of the peritoneum. Based on the information available, the liberty cycler set can be disassociated from the events. There is no allegation or objective evidence indicating a fresenius device(s) and/or product(s) deficiency or malfunction caused or contributed to the serious adverse events. Furthermore, the patient resumed utilizing the same liberty select cycler at home, without any reported issues of device malfunction or deficiency.

Event description:
A peritoneal dialysis nurse (pdrn) for a peritoneal dialysis (pd) patient on end stage renal disease (esrd) on continuous cyclic peritoneal dialysis [cc(pd)] for renal replacement therapy (rrt) was hospitalized and diagnosed with peritonitis. Per the pdrn, the patient was hospitalized on (B)(6) 2021 for abdominal pain and cloudy peritoneal effluent fluid. A peritoneal effluent fluid culture and white blood cell (wbc) count were collected, wbcs elevated, value not provided, and the patient was diagnosed with peritonitis. Upon follow up, the pdrn stated the patient was treated with intraperitoneal (ip) antibiotics drug, dose, duration, frequency not provided, while continuing to undergo ccpd. The pdrn attributed causality to a touch contamination event, however no additional details were provided. The patient¿s culture results were positive for peritonitis; however the date of the culture and the organism were unknown, antibiotics were continued. The patient was prescribed and treated with an unknown course of antibiotics. The patient recovered and was discharged home (B)(6) 2021 and resumed treatment on their liberty select cycler per the pdrn, the events were unrelated to any fresenius product(s) and/or device(s) deficiency or malfunction.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.  Clinical investigation: a probable temporal relationship exists between ccpd therapy utilizing the liberty cycler set and the serious adverse events of peritonitis, characterized by abdominal pain and cloudy peritoneal effluent fluid, which warranted hospitalization and antibiotic therapy. The pdrn attributed causality to an unspecified touch contamination event. Per the pdrn, the events were unrelated to any fresenius product(s) and/or device(s) malfunction or deficiency. It is well established those individuals undergoing pd therapy are at high risk for infections of the peritoneum. Based on the information available, the liberty cycler set can be disassociated from the events. There is no allegation or objective evidence indicating a fresenius device(s) and/or product(s) deficiency or malfunction caused or contributed to the serious adverse events. Furthermore, the patient resumed utilizing the same liberty select cycler at home, without any reported issues of device malfunction or deficiency.

Event description:
A peritoneal dialysis nurse (pdrn) for a peritoneal dialysis (pd) patient on end stage renal disease (esrd) on continuous cyclic peritoneal dialysis [cc(pd)] for renal replacement therapy (rrt) was hospitalized and diagnosed with peritonitis. Per the pdrn, the patient was hospitalized on (B)(6) 2021 for abdominal pain and cloudy peritoneal effluent fluid. A peritoneal effluent fluid culture and white blood cell (wbc) count were collected, wbcs elevated, value not provided, and the patient was diagnosed with peritonitis. Upon follow up, the pdrn stated the patient was treated with intraperitoneal (ip) antibiotics drug, dose, duration, frequency not provided, while continuing to undergo ccpd. The pdrn attributed causality to a touch contamination event, however no additional details were provided. The patient¿s culture results were positive for peritonitis; however the date of the culture and the organism were unknown, antibiotics were continued. The patient was prescribed and treated with an unknown course of antibiotics. The patient recovered and was discharged home (B)(6) 2021 and resumed treatment on their liberty select cycler per the pdrn, the events were unrelated to any fresenius product(s) and/or device(s) deficiency or malfunction.

Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. A review of the user guide (B)(4) was performed. The user guide states as a warning before starting the treatment, ¿you must use aseptic technique as directed by your pd nurse to prevent infection¿. At this time, the reported incident could be attributed to end user error in accordance with the complaint description. As the complaint sample was not available a physical evaluation could not be performed, therefore the alleged event could not be confirmed.

Event description:
A peritoneal dialysis nurse (pdrn) for a peritoneal dialysis (pd) patient on end stage renal disease (esrd) on continuous cyclic peritoneal dialysis [cc(pd)] for renal replacement therapy (rrt) was hospitalized and diagnosed with peritonitis. Per the pdrn, the patient was hospitalized on (B)(6) 2021 for abdominal pain and cloudy peritoneal effluent fluid. A peritoneal effluent fluid culture and white blood cell (wbc) count were collected, wbcs elevated, value not provided, and the patient was diagnosed with peritonitis. Upon follow up, the pdrn stated the patient was treated with intraperitoneal (ip) antibiotics drug, dose, duration, frequency not provided, while continuing to undergo ccpd. The pdrn attributed causality to a touch contamination event, however no additional details were provided. The patient¿s culture results were positive for peritonitis; however the date of the culture and the organism were unknown, antibiotics were continued. The patient was prescribed and treated with an unknown course of antibiotics. The patient recovered and was discharged home (B)(6) 2021 and resumed treatment on their liberty select cycler per the pdrn, the events were unrelated to any fresenius product(s) and/or device(s) deficiency or malfunction.